Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized under 2 days due to high blood glucose (bg) levels of 19.1 mmol/l (343.8 mg/dl) and ketones of 5.8, while wearing the pod on the leg between 4 and 24 hours. Upon removal, the cannula was noted to be bent. At the hospital, the patient was provided with a sliding scale of insulin.